Manufacturer narrative:
Product ID 3708120, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected and there was a communication problem. The reason for the overdischarge, date of last recharge and last time feeling stimulation was unknown. The patient provided ¿three to four months¿ prior to report. The caller noted that the patient was ¿not a good historian¿ with date of reported issues. The manufacturer representative met with the patient on 2014 (B)(6) and attempted to communicate with the clinician programmer, recharger and patient programmer and could get no communication with the ins. The patient sated, he talked to ¿someone/a girl¿ from the manufacturer but could not remember the date or who he spoke with. The manufacturer representative tried an antenna locate feature which was not successful. The patient denied and did not want to do a physician mode recharge (pmr). The patient stated, the battery would only stay charged for two days. The patient also stated, he had to charge every two days. The patient also reported two overdischarge events in which the battery was ¿brought back from the dead.¿ this was the third time it ¿died.¿ however, a third overdischarge was not confirmed. The patient was irritated/frustrated with the battery, charging and had ¿basically an irritated state of mind.¿ finally, the battery just would not take a charge. The patient stated when stimulation was running it was covering his painful areas very well. The patient would meet with the healthcare professional (hcp) to discuss a new ins and pain pump. The date of the appointment was not known or set as of 2014 (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.